Event description:
It was reported that a cot partially dropped. No injury alleged.

Manufacturer narrative:
The customer alleges that the cot unlocked by itself. The service tech examined the cot and could not replicate the event. The service tech found a broken return spring however, the broken return spring would not cause the cot to drop.